Event description:
(B)(4). Same case as MDR ID 2134265-2013-08571 and 2134265-2013-08572. It was reported that patient had recurrent and persistent exertional chest discomfort. In (B)(6) 2012, patient presented with stable angina (ccs classification 3) and was referred for cardiac catheterization. Target lesion #1 was a de novo long lesion located in the proximal left anterior descending artery (lad) extending up to mid lad with 99 % stenosis and was 5 mm long with a reference vessel diameter of 3.0 mm. Target lesion #1 was treated with pre-dilatation and placement of 3.00 x 12 mm and 3.00 x 8 mm pe plus stents. Following post dilatation the residual stenosis was 0%. Target lesion #2 was a de novo lesion located in the 1st diagonal with 99 % stenosis and was 5 mm long with a reference vessel diameter of 3.0 mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00 x 12 mm pe plus stet, with 0% residual stenosis. On the next day, the patient was discharged on aspirin and clopidogrel. Twenty-one days later, the patient presented with recurrent and persistent exertional chest discomfort. Medication was given to treat this event. The event was considered as recovering.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).